Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture was detached and the bands could not be deployed. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7¿ device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire and the proximal section of the trip wire was bent. A visual examination of the ligator head found two bands present and were moved out of their position. It was noticed that the ligator head teeth were bent. The suture was intact and attached to the trip wire loop, but was completely detached from the ligator head. The trip wire was completely rolled in the handle and was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the velcro strap and handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the trip wire was kinked and the ligator head teeth were damaged due to handling and manipulation of the device during procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, moving bands without being deployed and finally detaching the suture from the ligator head which could have contributed with the reported issues. Based on the information available and the analysis performed, the most probable cause for the complaint event is operational context, probably due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture was detached and the bands could not be deployed. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7¿ device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.